Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the light guide lens adhesive around lens has chip and the ultrasound module braid unit on probe unit broken, however the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope light guide lens adhesive around lens has chip and the ultrasonic module braid unit on probe unit was broken. There was no patient involvement.